Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the adhesive of the objective lens was peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at sorc. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon might be attributed to deterioration which was caused by mechanical stress due to interference from endotherapy accessory, chemical stress due to chemical solution and/or compositive stress from them. If additional information is received, this report will be supplemented.